Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: the procedure was converted due to the patient's anatomy. Extensive adhesions were found; the patient had a previous surgical procedure on their appendix. The surgeon went into the procedure anticipating the possibility that the procedure would need to be converted to an open procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reported no issue with the system functionality. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that a da vinci-assisted appendectomy procedure, the procedure was converted to open. The intuitive surgical, inc. (Isi) clinical sales representative (csr) reporting the issue was present in the case with the surgeon, who was performing an appendectomy and came to the realization that they would need to perform an ileostomy. The surgeon was reportedly trained to perform the ileostomy and converted the case to open. There were no reported malfunctions or issues with the da vinci itself. The procedure was converted to open.